Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the cause of death was related to myocardial infarction. There was no allegation against the valve or its function.

Event description:
Medtronic received information that one day post implant of this transcatheter bioprosthetic valve, the patient developed chest pain. An electrocardiogram (ECG) revealed st depression and ventricular tachycardia was noted, which deteriorated to pulseless electrical activity (pea) and subsequent asystole. Cardiopulmonary resuscitation (CPR) was performed for 40 minutes with no return of circulation and the patient expired. Echocardiogram/electrocardiogram (ECG) were consistent with obstruction of a pre-existing right coronary artery stent and a posterior infarct.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.